Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection of the device, it was observed that tissue pad was worn out and partially broken off. The broken off pieces were returned. The coating of the probe had also peeled off. Though a root cause for the issue cannot be conclusively determined, based on the device evaluation, a likely mechanism causing the reported event might be the following: nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal and cut mode (this includes after tissue resection). This might have caused the tissue pad to partially wear out and peel off. A force was applied to the peeled off tissue pad. This caused the tissue pad to sever and detach partially. It has been confirmed that the probe coating peels off if the device is handled as below. However, it cannot be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal and cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements that warn against the issue: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic hysterectomy the device tissue pad fell off into the patient body. The broken piece was retrieved from the patient body. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. There is no information on the settings at the time of the event.